Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to corrosion on keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.

Event description:
Customer reported that she is in her way to the emergency room because she had high blood glucose. Customer blood glucose reading was over 300 mg/dl. Customer stated that her insulin pump is stuck on low reservoir and it is not letting her do anything. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.